Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the aiming beam of the second fiber fired straight after 142,706 joules of use. The procedure was completed with bipolar. No clinical consequences to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the distal part of the glass cap was detached and not returned. Known inherent risk of device is likely the cause for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified that the glass cap bevel edge and metal cap were not aligned. There was indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed findings, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed glass cap and metal cap misalignment.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the aiming beam of the second fiber fired straight after 142,706 joules of use. The procedure was completed with bipolar. No clinical consequences to the patient occurred due to this event.